Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they had velcade syringes leaking at the texium/needle connection. The customer would like to know if there is an error in connecting the needle to the texium or if having the medication sitting in the syringe over night weaken the texium connection which leads to leakage. There was no patient harm.